Event description:
It was reported in an iris per that this right ventricular (rv) lead was explanted due to heart wall perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance integrity. Measurements were within normal limits. Noted cuts in the outer insulation, likely explant damage. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported in an iris per that this right ventricular (rv) lead was explanted due to heart wall perforation. No additional adverse patient effects were reported.